Event description:
It was reported that the patient was experiencing tenderness at the midline incision site. It was noted that the anchor appeared to be shallow. The patient underwent a revision wherein the anchor was repositioned and remained implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.